Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Between (B)(6) 2005 and (B)(6) 2016 max atrial impedance dropped from 627 ohms to 314 ohms. The lifetime minimum measured 262 ohms. There are 2050 low impedance readings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had confirmed insulation damage and twitching occurred in the pocket in bi-polar configuration. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.